Manufacturer narrative:
The general purpose input output board was returned to the manufacturer for analysis. Analysis found that the error could be co nfirmed. The q3 rgs had low rsistance, indicating the drive wheel power couldn't be established. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the general purpose input output board was replaced. The imaging system then passed the system checkout and was found to be fully functional. The general purpose input output board was returned to the manufacturer for analysis. Analysis was not complete at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the systems motion status bar was not moving and the system stated initializing system please wait. There was no patient present.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. Analysis found no fault with this component. If information is provided in the future, a supplemental report will be issued.